Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The daily totals were also correct. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Nothing further was reported.